Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting frequent loss of prime alarms. It was noted that cartridges from different boxes were used and the issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the pump¿s black box history showed a loss of prime with non-zero force was recorded. No loss of primes occurred during investigation. The force sensor calibration reading was found to be within the required specifications. The complaint of the loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation.